Manufacturer narrative:
The reported complaint of a leaking cool line catheter was confirmed during functional testing. A leak in the middle of the distal balloon was observed. The root cause of the leak could be a latent material defect or a minor damage sustain during catheter insertion. Visual inspection of the returned catheter was performed and no physical damage was observed. Observed blood residue on the balloons and the luered tubings. During functional testing, all infusion ports and extension tubes were flushed without resistance. During the functional flushing of in/out lumens, the leak was observed in the middle of the distal balloon. Additionally, the returned cool line catheter was visually inspected under a microscope and a small straight line cut in the middle of the distal balloon was noted. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no similar complaint reported for the cool line catheter with lot number 98562.

Event description:
As reported, the user noticed a leak on the cool line catheter (lot# 98562). The catheter was used to treat a patient who needed ivtm therapy for normothermia. The dwell time of the catheter was more than 6 hours. The user noticed blood flowing into the suk tubing. The catheter was removed and the therapy was discontinued. Per the physician, the therapy was discontinued because the patient's temperature was stable. The user observed a pin hole on the removed catheter. No consequences or impact to patient.